Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered potential inappropriate therapy for an atrial arrythmia. Technical services (ts) reviewed the stored episodes and determined the episode appeared atrial fibrillation (af) with rapid ventricular response (rvr), this ICD delivered four anti-tachycardia pacing (atp) bursts and five electric shocks that converted the rhythm. Additionally, pacemaker mediated tachycardia (pmt) episodes were noted, these events were successfully terminated by the pmt algorithm. No additional adverse patient effects were reported. This ICD remains in service.